Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: one pump was not returned for evaluation. There is insufficient information regarding the reported event; the circumstances regarding a performance allegation could not be determined based on the reported event details. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on the limited information available, there is no evidence that a device malfunction caused or contributed to the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated that the physician was ¿concerned about inadequate ventricular assist device (vad) decompression in single ventricle fontan¿ patients. The vad remains in use. No further patient complications have been reported as a result of this event.